Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the right ventricular lead exhibited high, out-of-range impedance. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
Initial reporting left it blank when "yes" should had been selected. As received, a partial lead (only distal portion) measuring 53.1 cm was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to condition of the lead as received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.